Manufacturer narrative:
D2b- pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was inflated several times at 24 atmospheres for 30 seconds. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.